Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. The reported issue that the device had an error code of 240.4150 was confirmed by tech support. Tech support had a walkthrough with the customer and revealed the following, replace the bottle-side pressure sensor. Return the module to the factory. No further investigation of this issue is possible at this time, and no patient involvement was reported. Based on troubleshooting results, technical services determine the probable cause of the customer¿s reported issue was the bottle-side pressure sensor. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had an error code of 240.4150. There was no patient involvement.